Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/17/2019.

Event description:
It was reported that the touchscreen was unresponsive, locks up and drifts out of calibration. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 23oct2019. Date of report: 24oct2019. The touchscreen was replaced and the unit passed all testing. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. New information was received that confirmed there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the touchscreen was unresponsive, locks up and drifts out of calibration. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The touchscreen assembly was returned to the manufacturer for failure analysis. During testing, it was determined that the resistance drift of the screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.